Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping meter had a meter settings issue - date time issue. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained from follow up questions addressed to the patient. The patient was unable to recall when the alleged meter settings issue first occurred but stated it has happened over the "last 2 years" the patient provided an example when she took reading at 11 am, and this same reading (7.0 mmol/l) is marked as it is taken at 3pm. The patient manages her diabetes with insulin pump therapy and reported making no change to her usual diabetes management routine due to the alleged product issue. The patient stated that on an unspecified date and time she developed symptoms of shaking and feeling low blood glucose. The patient detailed that she felt that the date/time issue caused/ contributed to her symptoms because it directly impacted her basal rate. The patient clarified that because the ping meter remote and the pump are connected her basal rate is changing depending on the date and time the meter is storing her blood glucose readings. The patient stated that she self-treated the symptoms with food and or drink. At the time of trouble shooting, the cca confirmed that it was not the first time the subject meter was being used. The issue did not occur immediately after removing the battery. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs's criteria for a serious injury adverse event after the alleged product issue began.